Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded from a follow up sent to them. It was reported that the device will not be returned because the patient discarded it.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had to get a new ins because their ins was damaged after they ¿fell down a flight of steps and ¿they jumped on me¿ causing them pain. The patient also stated that the healthcare provider (hcp) had to move the ins location because it was too thin for their ins to be on their back. The patient stated that the ins was currently in their stomach area. A revision occurred on (B)(6) 2018. The event occurred in (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information received from the patient reiterated previously reported complaint regarding being attacked by a lady and the ins moving. The patient also reported that following the ins migration the ins was taking 6-8 hours to get part of a charge. The ins was pocket was revised and that resolved the issue. The patient noted that following the surgery they were gaining weight, getting a full connection with the implant and that the charge was lasting 8 days.

Event description:
Information from the patient via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain reported that they had discomfort at the implantable neurostimulator (ins) site following an assault (¿I was attacked by a lady¿). Since the assault, the ins pocket was tender and thought the ins may have moved. The patient was now in (B)(6) and no longer in (B)(6) and was referred to the physician finder on the manufacturer¿s website to be evaluated. No surgical interventions occurred or were planned. It was unknown if the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.